Manufacturer narrative:
Correction made to h4: device manufacture date: 03/10/2022 (previously submitted as ni). H10: the device was received for evaluation. A visual inspection with the naked eye was performed and the dark blue female connector was observed separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was due to an inadequate solvent bond to the insert chip during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (pale blue part) of a minicap transfer set; further described as ¿the dark blue part detached from the pale blue part". This occurred during training of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.